Manufacturer narrative:
The onestep CPR complete pads were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a partially disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The pads were scrapped after testing and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed the self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.